Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 517 mg/dl at the time of hospitalization. The customer stated they had increased heart beat and was unable to breathe from the incident. The customer was treated with manual injections. The customer also reported they were hospitalized (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 800 mg/dl during this incident. The customer reported having heart palpitation prior to being hospitalized. The customer was wearing the insulin pump during both hospitalizations. It was also found a piece of the insulin pump was becoming detached. The customer stated their reservoir compartment was broken. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing. However, a broken reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. A missing reservoir tube seal was noted. The reservoir did not lock properly into the reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.